Event description:
If treatment planner does not "snap" linear accelerator jaws to conform with a customized port cutout prior to dose calculation beginning and subsequently makes no other changes in the plan resulting in dose recalculation, the isodose curves will represent the non-snapped rather than the snapped jaws. This would present an incorrect dose, and subsequently incorrect time/mu, calculation. This was found during software development and not in clinical use. No pts were involved.